Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 due to 23087 faults. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the issue. The unit was tested on an in-house system and passed in normal mode. Logs showed errors of 23087 & 23008. When the carriage assembly was inspected, no debris nor particulates were found on the rotor mirrors and isa window, the hall sensor was fully seated. The flex cables were checked and it connected with no issues. The unit went through more testing on pftp and passed all required tests. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: 23087, hall sensor/encoder error. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a 23087 fault was received and the customer had to disable the universal surgical manipulator (usm). Technical support was contacted and the technical service engineer (tse) was informed that the customer tried to power cycle multiple times but the fault persisted. The tse had the clinical sales representative (csr) perform a hard cycle in between cases but the issue remained. The customer may bring in a second patient side cart (psc) or may perform the next procedure with three arms. The procedure was completed as planned with no reported injury. Additional information was provided by the customer stating the surgery was being performed with arms 1,2 and 3. Arm 4 was continually faulting so it was disabled and the customer was able to complete the procedure with the same system.